Event description:
Philips received a complaint by the customer on the v60 indicating that the device could not enter standby mode. It was reported that the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name - (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6). H10: multiple attempts have been made to try to obtain further information about this case, but no response was received. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00301. All information from the original report(s) has been transferred to this report.